Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the screen was black but there were still portions of the screen that had faded image. The troubleshooting was performed but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan and also advised customer the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the entire lcd display was white; however, the user can still read what is displayed on screen. Upon further review of the interior of the unit, there were traces of corrosion on around the aa battery connector and on the back of the lcd display. After placing another onto and then inserting both boards into another case, the display anomaly persists, and it seems to be isolated to electrical board . Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, the thin plastic strip located above the lcd display is missing.